Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, the customer experienced hypoglycemia with symptoms described as "unable to swallow and speak," and a loss of consciousness and was unable to self-treat, requiring hcp administration of a glucagon injection for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.